Event description:
It was reported that during a ureteroscopy procedure to treat kidney stones, the fiber cracked, resulting in reduced energy output. The procedure was completed using an alternative device without patient complications.

Manufacturer narrative:
The device was not returned for analysis; therefore, a technical analysis could not be performed. Review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Based on the information available the complaint could not be confirmed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of cause linked to device but unable to trace more specifically.

Event description:
It was reported that during a ureteroscopy procedure to treat kidney stones, the fiber cracked, resulting in reduced energy output. The procedure was completed using an alternative device without patient complications.